Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The maryland bipolar forceps instrument was analyzed and found to have a segment of the conductor wire dislodged from the distal clevis. A loop of the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed the electrical continuity test. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.